Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic follow up with the right ventricular lead exhibiting an increase in sensing and pacing threshold. An increase capture and defibrillation impedance measurements were also noted. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.